Manufacturer narrative:
Customer technical specialist (cts)/call center personnel had the customer refit the disconnected coil tubing and orient coil to keep tubing on. After fixing the issue, the customer ran 5 samples with acceptable results. The customer did not call back for further assistance. Failure mode was related to tubing being disconnected at upper sheath coil. However, the instrument gave sheath tank errors which alerted the customer to an instrument problem. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that tubing came off at upper sheath coil and approximately 10 ml of diluent leaked inside the coulter lh 780 hematology analyzer and flowed onto the tabletop. The customer was running samples at the time of the failure. The instrument generated sheath tank not full errors. An exposure control plan is in place at this facility. The customer was wearing personal protection equipment (ppe), including a laboratory coat, gloves and glasses. There was no contact with eyes, nose, or mouth. There was no biohazard exposure to open wounds or mucous membranes. No medical treatment was needed. No erroneous results were generated in connection to the reported event. There was no change to patient treatment associated with this event.